Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the packaging of a femur component. During preparation for a total knee implant procedure, it was noted that the size 7 femur was not sterile due to packaging damage. Both the box and layers were compromised. The surgeon chose to use a size 6 instead, which requires a thicker poly inlay. There was a 15 minute delay to the start of the surgery, in order to find the replacement. The patient was not impacted by the delay as they were not yet under anesthesia. The adverse event/malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: up to now there is no device/ packaging available for investigation. Following the investigation, it was determined that some pictures from the customer were provided to us. According to the available information, there were no negative consequences for patient. Preliminary investigation results: no product at hand - therefore an exact failure description is not possible. The provided pictures show several damaged packages. The provided pictures show an open sealed seam at outer sterile packaging and a cut/damage at the inner sterile packaging. Further pictures show a clearly visible damage of the outer cardboard packaging. The device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Investigation results: based on the information available it is not possible to determine a definitive root cause for the failure. It could be possible that the failure is transport related. Rationale: in the light of the small amount of information received and due the circumstance that we did not receive the complained device/packaging for investigation, it is not possible to determine a definitive root cause for the mentioned failure. According to the quality standard and DHR files a production error was not found. The packaging processes in the responsible production department are validated. The packages itself will be reviewed by 100 per cent visual inspection within the production process. Therefore we do not expect that the packaging left the aag in a damaged condition. The manufacturing date of the device 2015-11-06 leads to the assumption that product is part of a loan set. Therefore it could be possible that due to several transport processes to the hospital, respective in the hospital, the packaging damaged in a way that the sterility is no longer being complied.